Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. During the deployment procedure, the operator experienced difficulty retracting the j segment. Then the operator pushed the locator forward, but still found it difficult to retract the j segment. Finally the j segment retracted and the procedural sheath was placed back over the locator to remove it. When the locator was removed, the j segment was missing. A surgeon was consulted while the pt was still on the table in the cath lab. The surgeon enlarged the deratotomy and located the j segment in the tissue tract. The darker, straight portion of the j segment was proximal to the skin, and the j portion was close to, but not in the artery. Suturing was required to close the enlarged puncture site. No further complications were reported.